Manufacturer narrative:
There was no button error alarm noted. The arrow buttons did not respond due to corroded keypad traces. There was no scrolling numbers display anomaly noted. There was no moisture damage on the electronics and motor noted. The pump was received with a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was working out in the yard and the pump was splashed with a little water. Customer's blood glucose was 151 mg/dl at the time of the incident. Customer noticed that the numbers on the screen were moving without any input. The pump did not respond to button presses and the customer received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.